Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. During laparoscopy, in removing the clamp from the patient's stomach, the sheath is damaged; appeared exposing the metallic parts with no detectable risk of burn to the patient.

Manufacturer narrative:
Investigation: the instrument was analyzed using a keyence vhx 5000 digital microscope. Due to the bent shaft, a functional test could not be carried out. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: most likely the damages were caused by an overload situation. It can be assumed that the insulation damage was caused by bending the shaft during moving in the trocar. Corrective action: according to sop (B)(4) a CAPA is not necessary.